Event description:
A malfunction was reported on the customer's insulin pump. The customer's blood glucose level displayed as "high"; however, specific value was not provided. The customer performed a correction injection via mdi to address the high blood glucose level. No additional information was provided.